Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self discharged while the electrode pads were being removed from the patient. Complainant did not indicate that there was any adverse effect to the patient or clinician due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including electrical testing and functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical log showed the device is powered on; the pads are adjusted for 2 minutes before an ECG signal is seen. Further motion artifact causes the device to prompt "analysis halted" and delayed the analysis. The analysis starts again but is halted a second time due to the power button being pressed, turning off the device, without finishing an analysis and charge, and with no discharge performed. The evaluation of the log showed the reported sensation was not a clinical discharge from the device. Therefore, our investigation for this reported malfunction was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device discharged while the electrode pads were being removed from the patient. Complainant did not indicate that there was any adverse effect to the patient or clinician due to the reported malfunction.